Event description:
Supplemental follow-up report is being submitted due to the device being evaluated on the 21-oct and the completion of the investigation on the 29-oct-2021 and an update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k160229. Device evaluation: 1 unit of lot c1791821 of echo-hd-22-ebus-p-c involved in this complaint was returned with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 21st october 2021. In summary the following results were observed in the lab evaluation: on evaluation of the device no defects were observed. Sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Distal end of needle examined and no issue observed. Stylet retracted from device and examined, no issue observed. Stylet reinserted without issue. Needle removed from device and examined, no issue observed. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1791821 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1791821. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet, as per additional information provided the stylet was partially removed when advancing the needle into the target site a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the difficulties taking biopsies. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As initially reported to customer relations via email: a patient of undisclosed gender and age underwent an undisclosed procedure in which the echotip procore endobronchial hd biopsy needle, g34279, was used. The physician said would not take biopsies. Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? No did the patient require any additional procedures due to this occurrence? No if yes, please describe. Did the product cause or contribute to the need for additional procedures? No if yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No has the complainant reported that the product caused or contributed to the adverse effects? No please specify adverse effects and provide details. Requested additional information to customer on 08sept2021. Per the reply received on 09sept2021, no further information is available on the manner of the event. No patient information available. Rpn prefix ¿ echo for all complaints, ask: are images of the device or procedure available? N/a, yes, no----no if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end---no were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no---- no ¿ please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no--- no if the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no--- no ¿ if no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no--- no was the device used in a tortuous position? N/a, yes, no----no was puncture of the target site difficult? N/a, yes, no----- yes please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). --- lung if the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc.---- unable to answer please describe the size of the intended target site. ------ unable to answer if not with the device in question, how was the procedure performed and/or finished? ---- a new one was used was the device damaged in packaging prior to removal? N/a, yes, no----- no was the device damaged on removal from packaging? N/a, yes, no ------- no was force required to remove the device? N/a, yes, no----- no did the patient require any additional procedures as a result of this event? N/a, yes, no ------ no what intervention (if any) was required?---- n/a was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day---- same day were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no---- no ¿ if yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? --------- pentax eb 117ok was resistance felt while inserting the device through the scope? N/a, yes, no--- not informed was the scope recently serviced / repaired? N/a, yes, no ------ no when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction?--- advancement was the syringe used during the procedure, after the stylet was removed? N/a, yes, no----- yes was difficulty experienced while retracting the needle? N/a, yes, no ---- yes was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no----- yes was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no---- no was the stylet partially removed when advancing the needle into the target site? N/a, yes, no--- yes how many samples were obtained (passes completed) with this needle? -----none did any section of the device detach inside the patient? N/a, yes, no ------- no ¿ if yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no ------ n/a was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no ------ no when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no ------ no if an ebus procedure did the needle tip hit the cartilage rings of the trachea? ----no

Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.